Event description:
Upon using the cold pack, according to MFR's directions, the pack burst open, spraying contents into pt's eye. Proper procedures and first aid measures wee taken to flush the eye. All packs were pulled, purchasing notified, who in turn notified the MFR and distributor.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: inadequate quality assurance. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.